Event description:
It was reported the impactor head broke when impacting the trial femur. No patient harm or impact was reported.

Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. . Visual examination of the returned impactor pad identified signs of use (gouges, impact marks) and confirmed the reported event of a fractured instrument. All fractured pieces were returned. The impactor pad fracture surface artifacts of hackle marks and river lines support the overload failure mode. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history record identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. Complaint can be confirmed through the returned product analysis. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.